Event description:
It was reported that:12 oct 2023, the dilator tip was found to be damaged during use on the patient. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). On november 30, 2023, the customer returned a defective dilator. Visual analysis revealed that the dilator tip was pinched/folded. Microscopic analysis confirmed the damage and revealed white stress marks around the damage, which is consistent with damage due to undue force applied during insertion. After performing functional testing (see below), it was noted that the returned dilator does not meet the specification limits for the dilator normally packaged within the reported finished good. Additionally, comparison between the damage shown in an image provided by the customer and the damage on the returned sample revealed that the failures appear slightly different. Based on these discrepancies, it is being concluded that the returned dilator is not the same dilator involved with this customer complaint. The dilator length measured 4", which is not within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator outer diameter measured 2.84mm, which is not within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.575mm , which is not within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. This indicates that the customer either returned the incorrect device or reported the incorrect material number. Functional testing could not be performed due to the severity of the damage to the dilator tip. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report that of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the tip on the returned dilator was pinched/folded, which is typical of damage due to undue force applied during insertion; however, dimensional analysis revealed that the returned dilator does not match the dilator packaged within the finished good reported by the customer. A device history record review was performed on the reported finished good, and no relevant findings were identified. The root cause for the reported event cannot be determined based on the discrepancy between the returned device and reported finished good number. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer report of a damaged dilator tip was confirmed through visual inspection of the customer-supplied photo. The customer returned one guide wire assembly set for evaluation. The dilator was not returned. The customer was contacted about the discrepancy and communicated that the damage to the guidewire was a result of handling by the nurse. The customer provided one photo for evaluation. The report of a damaged dilator tip was confirmed through inspection of the customer-supplied photo. The image provided shows a dilator with a deformed and misshapen tip. However, complete visual inspection of the dilator could not be performed as it was not returned for analysis. Therefore, the nature of the damage could not be confirmed. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, and without the complete sample returned, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that:(B)(6) 2023, the dilator tip was found to be damaged during use on the patient. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). Section d.4.-(UDI)# corrected to (B)(4). On (B)(6) 2023, the customer returned a defective dilator. Visual analysis revealed that the dilator tip was pinched/folded. Microscopic analysis confirmed the damage and revealed white stress marks around the damage, which is consistent with damage due to undue force applied during insertion. After performing functional testing (see below), it was noted that the returned dilator does not meet the specification limits for the dilator normally packaged within the reported finished good. Additionally, comparison between the damage shown in an image provided by the customer and the damage on the returned sample revealed that the failures appear slightly different. Based on these discrepancies, it is being concluded that the returned dilator is not the same dilator involved with this customer complaint. The dilator length measured 4", which is not within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator outer diameter measured 2.84mm, which is not within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.575mm, which is not within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. This indicates that the customer either returned the incorrect device or reported the incorrect material number. Functional testing could not be performed due to the severity of the damage to the dilator tip. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report that of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the tip on the returned dilator was pinched/folded, which is typical of damage due to undue force applied during insertion; however, dimensional analysis revealed that the returned dilator does not match the dilator packaged within the finished good reported by the customer. A device history record review was performed on the reported finished good, and no relevant findings were identified. The root cause for the reported event cannot be determined based on the discrepancy between the returned device and reported finished good number. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the dilator tip was found to be damaged during use on the patient. Additional information has been requested from the account.

Event description:
It was reported that: (B)(6) 2023, the dilator tip was found to be damaged during use on the patient. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).